Event description:
It was reported that the during implant procedure, the stylet of the right ventricular lead would not advance into the lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.